Event description:
The device was used during a laparoscopic cholecystectomy. Reportedly the specimen pouch disengagaed into the patient's cavity. The surgeon was able to retrieve the specimen pouch without injury to the patient.